Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised there was a crack on the right corner of the screen and that the display screen went dark a few weeks ago. Troubleshooting for the cosmetic damage was performed. Customer advised when the display screen starts to go dark it makes it difficult to read the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.